Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic due to complaints of low heart rate and fatigue. An interrogation showed t-wave oversensing (twos) on the right ventricular (rv) lead which caused inappropriate atrial tracking and the patient to experience symptomatic bradycardia. The rv lead was reprogrammed where it was noted that the twos discontinued, and appropriate atrial tracking resumed. The lead remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.